Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded and premature battery depletion (pbd) as a result of a high current drain caused by a leaky battery bypass capacitor. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. The patient was seen in the clinic, where interrogation of the device revealed a fault code 1003. At the previous follow up, the device showed a longevity of 9 years remaining and both shocking and pacing impedances have been found in range. A boston scientific technical services consultant was contacted. The agent reviewed that data disk and advised that the fault code 1003 is an "early warning" indicator that something is prematurely depleting in the battery and that the device will need to be replaced. The agent also advised to monitor the patient closely as therapy cannot be guaranteed. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. A memory dump of the device was requested by boston scientific technical services (ts) for review; however it is unknown if once was sent in. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
--